Event description:
It was reported during preparation while inserting the guidewire into peel away sheath, the sheath "was sucked into the microcatheter so the position of the stent was moved to distal end". Consequently, as the stent was being positioned for deployment, it deployed prematurely in an unexpected location. The pt is reported to be okay. No further details were disclosed.

Manufacturer narrative:
Stent deployed in an unintended location. A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review demonstrated that this device met all required specifications upon its release. A search was performed no other similar complaints on this batch have been reported. The device is unavailable for eval as it remains implanted in the pt. Based on the event description provided, the peelable sheath was pushed into the catheter during back loading. With the peelable sheath out of place, the stent likely moved within the microcatheter causing stent migration within the catheter. This would have most likely contributed to the stent prematurely deploying while it was being advanced in the body. The directions for use (dfu) instructs the user to carefully back load the stent system catheter onto the guidewire so as to ensure that the peelable sheath does not get pushed into the catheter. The dfu also states that during removal of the peelable sheath, care should be taken by grasping the catheter to ensure the stent does not move. Therefore, based on the info provided, the root cause has been determined to be related to incorrect back loading of the guidewire into the catheter per dfu instructions.